Manufacturer narrative:
Checking the manufacturing charts of the involved lot #2112653, no pre-existing anomaly was found on a total of (B)(4) items manufactured with the same lot #. According to our records, at least (B)(4) out of (B)(4) acetabular cups with lot #2112653 - ster. 2100219 have been implanted and this is the only complaint received on this lot #. No additional details were available on this post-operative issue, specifically the following information was requested to the complaint source, but it was not available: clinical data for the patient; x-rays related to the revision surgery. Based on the very few information received, we are not able to further investigate the root cause of the event. However, stating that: check of the manufacturing charts highlighted no anomalies on the components manufactured with lot #2112653; according to the reported information, the surgeon responsible for the revision surgery stated that the instability was due to the suboptimal version of the stem; we can state that the event was not product related. Pms data: according to limacorporate pms data, revision rate of delta tt acetabular cups - belonging to the family codes 5552.15.xxx - due to instability is (B)(4). Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a combined initial-final MDR.

Event description:
Hip revision surgery performed on (B)(6) 2023, due to implant instability. According to the received information, the version of the stem wasn't ideal according to the surgeon operating the revision surgery. The following components got explanted: delta-tt acetabular cup ø54 mm (product code 5552.15.540, lot #2112653 - ster. 2100219). Delta protruded liner øint 28mm #l (product code 5886.51.060, lot #1900491 - ster. 1900035). New size 58mm acetabular cup and liner for 32mm femoral head were implanted. Competitor's femoral head and offset adaptor were placed in to adjust the stem's version. The femoral side is from another manufacturer. Previous surgery took place on (B)(6) 2022. The surgeon responsible for the previous surgery is the same who operated the revision. No clinical data available for the patient. Event happened in new zealand.